Event description:
Synovitis. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female patient, initials unknown, with osteoarthritis (kellgren and lawrence grade 3 with prior effusion (mild). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. On an unspecified date in (B)(6) 2007, the patient initiated treatment with intra-articular synvisc (hylan g-f 20) injection of first course in right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2007, the patient received the second synvisc injection of first course in right knee. On (B)(6) 2007, the patient experienced synovitis of right knee and received treatment with intra muscular depo-medrol (methylprednisolone acetate), at a dose of 1 cc. On (B)(6) 2007, the patient recovered from the event of synovitis of right knee. Action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the event was moderate. The reporting physician assessed the relationship between synvisc and the event as deflate. Follow-up information was received on (B)(4) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.